Event description:
It was reported that during a system implant procedure, the physician experienced inability to appropriately control this right atrial (ra) lead helix normally and was unable to retract the helix. After several attempts, it was alleged the ra lead helix had fractured and a portion was left in the vein. The physician attempted to remove the fractured portion, but it was not retrievable. This ra lead was exchanged with a new lead to resolve the event and the procedure was completed successfully. There were no additional patient effects reported. This ra lead was subsequently received for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the incomplete returned lead confirmed the clinical observation a fractured lead helix. Microscopic analysis showed that the fractured helix was consistent with torsional overload during the implant procedure. Laboratory analysis did not reveal any other lead characteristics that could have contributed to the clinical event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The allegation of a fractured lead helix was confirmed as a portion of the helix was missing. Magnification revealed this fracture is most likely the result of torsional over-stress during the implant procedure. Laboratory analysis did not reveal any additional characteristics that could have contributed to the clinical allegations.

Event description:
It was reported that during a system implant procedure, the physician experienced inability to appropriately control this right atrial (ra) lead helix normally and was unable to retract the helix. After several attempts, it was alleged the ra lead helix had fractured and a portion was left in the vein. This ra lead was exchanged with a new lead to resolve the event and the procedure was completed successfully. There were no additional patient consequences reported. This ra lead was subsequently received for laboratory analysis.